Manufacturer narrative:
Product was sold in international market. Surgiwrap international products do not have the same indications for use as the USA surgiwrap products and therefore product code does not apply. Product was not returned to the manufacturer, therefore a definitive assessment of cause and effect can not be made.

Event description:
Pieces of surgiwrap were found stuck in the wound 1-3 months postoperative after right colectomy. Caused healing failure of the wound. Patient has recovered with no residual symptoms present.